Manufacturer narrative:
The following products were used in the surgery. Some of these products are not approved for use in the united states. Similar devices that are cleared for sale in the united states have been mentioned in brackets for the respective products: product: 1606300500, lot: 0673499w, qty: 2. (Similar product: 1606200500, 510(k): k131321, UDI# (B)(4); product: 55740005550, lot: h5485399, qty: 2. (Similar product: 55840005550, 510(k): k113174, UDI# (B)(4); product: 55740006560, lot: h13e3163, qty: 5. (Similar product: 55840006560, 510(k): k113174, UDI# (B)(4); product: 55740006560, lot: h5257178, qty: 5. (Similar product: 55840006560, 510(k): k113174, UDI# (B)(4); product: 55790015550, lot: h5400538, qty: 2. (Similar product: 55850015550, 510(k): k170679, UDI# (B)(4); product: 55790016550, lot: h5462625, qty: 1. (Similar product: 55850016550, 510(k): k170679, UDI# (B)(4); product: g9010001540, lot: h5526143, qty: 1, 510(k): k153589, UDI# asku. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the patient underwent posterior spinal fusion at t8-l2. On an unknown date, post-op, patient experienced infection. Hence, on an unknown date, the patient underwent an additional surgery, in which washing and debridement was performed. It was unknown if the adverse event was related to any of the implanted product.